Event description:
It was reported that a instrument malfunction occurred during use with a bd sedi-20. The following information was provided by the initial reporter, "sedi indicates llo even if tube is filled properly."

Manufacturer narrative:
H.6. Investigation summary : bd received the instrument from the customer facility for investigation. The equipment was evaluated and the customer's indicated failure mode for llo error was observed. It was identified that the calibration was slightly out. A device history review could not be completed as no batch number was provided. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. The reported lot# 361545 was not found for the catalog number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a instrument malfunction occurred during use with a bd sedi-20. The following information was provided by the initial reporter, "sedi indicates llo even if tube is filled properly."